Event description:
It was reported that the patient's right atrial (ra) lead had tripped the low impedance warning. It was also reported that the device had dual egm noted. The device and lead are still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.